Manufacturer narrative:
The lead insulation was abraded. Lead fracture was found consistent with fatique. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that an increase in impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.